Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported via a call report from the rn to the clinical support specialist (css) at 0800 mst while in the intensive care unit for help troubleshooting a "helium loss" alarm after approx 2 days of intra-aortic balloon pump (iabp) therapy. The intra-aortic balloon (iab) was placed through the sheath via femoral with no issues noted. The rn stated that the male pt has been agitated, but is currently flat in bed. The pt is sedated and intubated. The rn stated checking for kinks in the line and has not found any, but the rn is unable to get the pump to run for more that a few seconds. The css first verified that there is no blood in the tubing. The css had the rn describe the balloon pressure waveform (bpw). There is slight sloping to the plateau, but there is still a plateau. The baseline does not return all the way to zero. The css then had the rn check to make sure that all the corrections are tight and the rn stated that they are. The css then walked the rn through a leak test. The rn first clamped at the short piece of gas tubing on the iab proximal to the quick connection. The rn started the pump and stated that the rpw looks like "tall squared blocks". The css then explained to the rn that this means the iab has a leak in it somewhere and the recommendation at this point is to remove the iab. The rn thanked the css and stated needing to call the physician. At 0835 mst the css spoke with the rn again. The rn stated that the physician is there and is going to remove the iab and replace it with a new one. The css asked the rn to save the iab for return. The rn stated having the physician do that. They are going to replace the iab in the cath lab. The rn again thanked the css for the help. The css encouraged the rn to call again if needed. There is no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy. The pt outcome is the pt is stable. An update received on (B)(6) 2012 per the rn stated that the iab and sheath were removed together as one unit successfully. They did not insert another iab into the pt since the pt was doing okay after removal. Therefore, iabp therapy was discontinued at that time. The pt's outcome was fine.